Event description:
It was reported that within months of implant, the device had an electrical reset. The device remains use. No patient complications have been reported as a result of this event.

Event description:
It was reported that within months of implant, the device had an electrical reset. The device remains use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted for the patient to get the magnetic resonance imaging (MRI).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No telemetry condition was the result of a anomalous condition internal to the l364 integrated circuit.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that within months of implant, the device had an electrical reset. The device remains use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted for the patient to get a magnetic resonance imaging (MRI).